Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the customer was performing coronary diagnosis procedure. The procedure was completed as planned after restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the monitor went black. Review of system log file identified that ¿x-ray not possible¿ error message has been displayed. Upon troubleshooting, fse found that the video transceiver receiver from suite pc to flex vision pc was bad. The philips engineer replaced video transmitter m cabinet module th x-34 (suite pc) and video receiver b cabinet module tz (flexvision pc) x 46. The defective modules were returned to philips for further analysis. The analysis of modules could not confirm the failure. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that x-rays were not available. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.